Event description:
When using one of the large power handpieces, it got so hot it melted two layers of gloves. Manufacturer response for handpiece, large power handpiece (per site reporter): mailed the device back to the manufacturer.